Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a antibacterial absorbable envelope was in use at the time of the infection. The antibacterial absorbable envelope was removed at the same time the implantable cardioverter defibrillator (ICD) system was extracted.